Event description:
Legal counsel for patient reported that patient underwent a left resurfacing hip arthroplasty on (B)(6) 2008. Patient's legal counsel further reported that patient underwent a revision procedure on (B)(6) 2011 due to patient allegations of pain, discomfort, soreness, dysfunction, damage to bone and tissue, metal poisoning, metallosis, and elevated metal ion levels. A review of the invoice history confirmed the initial surgery date; however, an invoice could not be located to confirm the revision procedure and which components were removed and replaced. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-02548/02549).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported that patient underwent a left resurfacing hip arthroplasty on (B)(6) 2008. Patient's legal counsel further reported that patient underwent a revision procedure on (B)(6) 2011 due to patient allegations of pain, discomfort, soreness, dysfunction, damage to bone and tissue, metal poisoning, metallosis, and elevated metal ion levels. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in the (B)(6) 2011 left hip revision report noted the revision was due to elevated metal ion levels, fluid collection, subluxation, and excess inclination and anteversion. The operative report further noted the presence of milky white fluid, gray capsular structure, synovitis, osteolysis, metallic debris, granulomatosis, and acetabular cup was excessively anteverted and inclinated. The acetabular cup was removed and replaced. Additional information received on june 20, 2014 noted revision procedure was due to adverse wear.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial. Corrected data: date of event ¿ blank ¿ not revised - remains implanted. Date of explant ¿ blank ¿ not revised - remains implanted.

Event description:
Legal counsel for patient reported that patient underwent a left resurfacing hip arthroplasty on (B)(6) 2008. Patient's legal counsel further reported that patient underwent a revision procedure on (B)(6) 2011 due to patient allegations of pain, discomfort, soreness, dysfunction, damage to bone and tissue, metal poisoning, metallosis, and elevated metal ion levels. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in the (B)(6) 2011 left hip revision report noted the revision was due to elevated metal ion levels, fluid collection, subluxation, and excess inclination and anteversion. The operative report further noted the presence of milky white fluid, gray capsular structure, synovitis, osteolysis, metallic debris, granulomatosis, and acetabular cup was excessively anterverted and inclinated. The acetabular cup was removed and replaced.